Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose reading of "23.0.0mmol/l" with the subject meter and "1.2mmol/l" on another unknown brand of meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and did not specify whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. "Immediately" after the alleged inaccuracy issue occurred the patient experienced the symptoms of "shaking and sweating" which they associated with hypoglycemia. In response to these symptoms the patient's spouse called the emergency medical services (ems). When the ems arrived at 4am on (B)(6) 2015 they obtained the result of "1.2mmol/l" on their blood glucose monitoring device. In response to this result they gave the patient "glucose tablets/gel." Half an hour later, at 4:30am, the patient also self-treated themselves by consuming "a slice of toast and a piece of chocolate". No further medical attention was required. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.